Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experienced unspecified hyperglycemic symptoms with sweating, shaking, and slurred speech. The customer had contact with a health care professional (hcp) who obtained an unspecified laboratory result and administered an unspecified IV for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and no issues were observed. Attempted communication between returned reader and known good sensor. Returned reader successfully communicated with the sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experienced unspecified hyperglycemic symptoms with sweating, shaking, and slurred speech. The customer had contact with a health care professional (hcp) who obtained an unspecified laboratory result and administered an unspecified IV for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.